Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was found partially deployed, partially out of the shaft. The lines on the device did not change and were unable to depress the deployment button. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The indicator wire was still visible when the device was removed. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a retrograde approach. The physician had achieved certification on the use of exoseal vcd. Additional information was requested but not provided. The device and twelve sterile devices will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) did not deploy. There was no reported patient injury. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was found partially deployed, partially out of the shaft. The lines on the device did not change and were unable to depress the deployment button. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The indicator wire was still visible when the device was removed. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a retrograde approach. The physician had achieved certification on the use of exoseal vcd. Additional information was requested but not provided. A non-sterile unit of the ¿vascular closure device 6f¿ and thirteen (13) sterile units were received for evaluation. The non-sterile unit was received inside a clear plastic bag, while the sterile units were received eight (8) in its original sealed pouch and the other five (5) were received in its original packaging box and sealed pouches. Per visual analysis, the non-sterile device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button was not depressed, and the plug was present on the delivery shaft, which was found with several dry blood residues, with the indicator wire deployed and bleed back port is at the undeployed position. The indicator window was received on white/black position and the cowling guard was found locked; the device is blood saturated. For the sterile units, a sample is required. The sample size was determined in a 100% inspection of all received units. During the visual inspection, all 13 sterile units were reviewed, and the following conditions were observed: the deployment button was not depressed, and the plug was present on the delivery shaft. The indicator wire was not deployed, and the bleed-back port was in the undeployed position. The indicator window was in the white/black position, and the cowling guard was found unlocked, with no saturation or blood present. No other anomalies were observed during the visual inspection. Since the functional analysis was successfully performed on all units received, it was not necessary to measure the inner diameter of the delivery shaft. Functional analysis was performed on all received devices. Since the non-sterile device was saturated with blood, it was cleaned by being washed in an ultrasonic bath for 15 minutes. The indicator wire was pulled to move the indicator window from the black/white state, as received, into the black/black state. Once in the black/black state, the deployment button was pressed down without friction and was fully depressed. The indicator window then transitioned to the black/red/white state. All three stages were achieved in the indicator window as expected, the deployment button performed correctly, and the plug was deployed properly. For the sterile units, the cowling guard was locked, and the indicator wire was pulled to move the indicator window from the black/white state, as received, into the black/black state. Once in the black/black state, the deployment button was pressed down without friction and was fully depressed. The indicator window transitioned to the black/red/white state. All three stages were achieved in the indicator window as expected, the deployment button performed correctly, and the plug was deployed properly. The device cases of all received units were opened, and the internal mechanism was inspected using a vision system for magnification. The internal mechanism in each unit was correctly assembled, and no anomalies were observed. A review of the manufacturing documentation associated with lot 18382478 presented no issues during the manufacturing process that can be related to the reported event. Based on the information available for review and the product analysis, the reported event of ¿vascular closure device (vcd) deployment difficulty premature deployment and indicator window no change to indicator¿ was not observed. All units were inspected under the required procedures, and no major anomalies were found during the visual inspection. The dimensional analysis confirmed that there was no need to measure the inner diameter of the delivery shaft, as functional analysis had been successfully performed on all units. The functional analysis demonstrated that all units, including both the non-sterile and sterile units, performed as expected, with the indicator wire moving through all the required states and the deployment button functioning correctly. All units passed the functional tests, confirming their proper operation. Finally, the microscopic analysis confirmed that the internal mechanisms of all received units were correctly assembled and free of any abnormalities. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis did not provide evidence to suggest the failure was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was found partially deployed, partially out of the shaft. The lines on the device did not change and were unable to depress the deployment button. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The indicator wire was still visible when the device was removed. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a retrograde approach. The physician had achieved certification on the use of exoseal vcd. Additional information was requested but not provided. The device and thirteen sterile devices were later returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was found partially deployed, partially out of the shaft. The lines on the device did not change and were unable to depress the deployment button. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The indicator wire was still visible when the device was removed. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a retrograde approach. The physician had achieved certification on the use of exoseal vcd. Additional information was requested but not provided. A review of the manufacturing documentation associated with lot 18382478 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint indicator window-no change to indicator & vascular closure device (vcd)-deployment difficulty-premature deployment could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.